Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin flow blocked alarm. Customer states that they receive insulin flow blocked alarm after or during bolus. Customer also stated that autobasal not seeming to stop when expected. No further information was provided. The reported incident did not result in harm to the patient.